Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated during use. There was no patient involvement.

Manufacturer narrative:
Analysis found that the customer's complaint of overheating could not be verified because that handpiece was not pre-tested due to corrosion. The nose assembly was corroded. The housing was disassembled and found out the bearing was worn and corroded due to dried saline. The bearings were replaced. The handpiece was repaired, cleaned, tested, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.